Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had finished an infusion but fluid continued to flow during therapy at the general patient ward. The writer received a response from the customer via email stating that the specified amount was delivered and the pump stopped automatically. The staff believed that an unknown amount of the fluid continued to flow. It was unknown if there was medications used. There was no leaking found but the fluid still continued to flow there was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.